Event description:
It was reported that the patient's artificial urinary sphincter cuff had fluid loss from a puncture. The cuff could not inflate and there was not enough pressure on the urethra. Two or three weeks later, the cuff was replaced with a 3.5 cm cuff. The puncture was tested during the revision. The patient was doing well following the replacement. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter cuff had fluid loss from a puncture. The cuff could not inflate and there was not enough pressure on the urethra. Two or three weeks later, the cuff was replaced with a 3.5 cm cuff. The puncture was tested during the revision. The patient was doing well following the replacement. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.